Manufacturer narrative:
(B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had one of her scs leads repositioned, the physician also added anchors to both leads. Post-operative the patient reported she is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: the patient received 2 leads from the same lot. It was reported the patient lost stimulation. Patient's x-rays revealed one of the lead migrated. Surgical intervention may be taken to address the issue.